Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the tandem charging cable and wall adapter, which successfully restored the pump's charging function without further assistance.